Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a discrepant patient result was obtained. Initial run tested positive for hpv in three genotypes. Second run tested positive for hpv in only one genotype. Third run tested positive for hpv in 2 genotypes. There was no report of patient impact.